Event description:
Per the surgeon, the patient was explanted due to extrusion and infection of the device. The patient was explanted 2009, and the patient was reimplanted with a new device during the same surgery.